Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of myopotential noise. Sensitivity settings were reprogrammed for this device. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).